Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01761, -01762, -01763, -01764, 01766, and -01767.

Event description:
Allegedly, patient was revised due to mom complications: dissociation and infecton: -right

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.